Event description:
An in.pact admiral paclitaxel eluting balloon catheter was used to treat the lesion in the mid - distal left sfa during the index procedure. Approximately 24 months post index procedure patient suffered in-stent restenosis in the mid-distal left sfa, which presented with 90% stenosis. Revascularisation of was carried out approximately 25 months post index procedure using two in.pact admiral balloon catheters. Investigator assessed that the event is possibly related to the study device and drug, and definitely related to the procedure. Patient recovered.

Manufacturer narrative:
Cec adjudicated that the previously reported in-stent restenosis in the mid-distal left sfa was related to the device, but not related to the procedure or drug.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - restenosis is listed as potential ae in the IFU. Evaluation conclusions: known inherent risk of procedure - restenosis is listed as potential ae in the IFU. (B)(4).